Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed. Data analysis: console logs for the complaint date were not available. Reviewing the lt log data for aic ic10193 shows "placement signal not reliable" alarms (#1036 and #1048) that triggered immediately after the pump was plugged into the console, which aligns with the reported complaint. Constellation pump-usage records show the pump was initially connected to aic ic8022, which exhibited the same placement-signal behavior. Rt logs displayed unreliable placement signal throughout the pump usage for both aics. Device analysis: console ic (B)(6) was not returned for further investigation. Root cause: the root cause for the optical signal issue i.e. Placement signal not reliable alarms, was not determined because the aic was not returned. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. B7 other relevant history, including preexisting medical conditions updated. D10 concomitant medical products and therapy dates updated.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported that the impella 5.5 was attempted to be primed in the standard fashion. However, once impella was priming, the aic immediately stated that there was a placement signal not reliable alarm. The impella and the aic were exchanged.